Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet touchscreen was cracked, and a replacement device and protective case were arranged with return packaging for the original unit. Symptoms included hyperglycemia with a blood glucose value of 197 mg/dl for more than 15 minutes without alerts or alarms and without ketone testing, medical intervention, or assistance. Outcomes included temporary use of backup insulin therapy until the replacement arrived. Investigation included review of the customer¿s report, confirmation of device identification and shipping details, and assessment of high blood glucose responses. Investigation of this device revealed a physical damage issue to the touchscreen consistent with a cracked display while device alerts and core insulin delivery performance were not implicated by the report. It was concluded, based on previously established findings for similar reports, that user-induced physical damage to the touchscreen was the most likely cause.